Event description:
It was reported that tandem mobi pump generated cartridge alarm during use, which did not occur during cartridge loading and had not been previously reported for this pump. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed cartridge alarm, instructed caller to remove cartridge and deliver 9-unit bolus, and caller successfully completed bolus, reloaded original cartridge, and resumed insulin therapy, so issue was resolved and no further action was required.